Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. A redesign of the product was initiated on a rolling basis in order to reduce the frequency of device fracture near the central post. The device was manufactured prior to the redesign. Therefore, the root cause is believed to be related to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that an instrument was replaced under a worn and broken order. No additional patient consequences were reported.